Event description:
It was reported that the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the closure device was implanted the physician removed all the devices in the patient and the patient was given protamine. The patients' blood pressure started dropping and the patient went into cardiac arrest. Epinephrine was administered and the patient received chest compressions. Chest compressions lasted two minutes before the patients' blood pressure and pulse returned to normal. A transesophageal echocardiogram (tee) showed no pericardial effusion and a stable closure device. There were no other complications that were reported to have occurred.